Event description:
It was reported that during a coronary stenting treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified proximal left anterior descending artery. A 3.0x8mm quantum maverick balloon was advanced to the lesion for predilation and inflated to 12 atms for 5 seconds. The balloon ruptured on the first inflation. The lesion was predilated with a 3.25x8 mm quantum maverick balloon inflated to 16 atms. A 3.0x18mm non bsc stent was deployed in the lesion. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
.